Manufacturer narrative:
It was reported that the head section will not stay up. A stryker field service technician (sfst) arrived onsite and examined the head section. The sfst was able to duplicate the complaint. It was found that the gas strut for the head section was the root cause. The sfst performed the repair procedure to replace the gas strut for the head section extension. Once the repair was completed, the sfst applied pressure to head section extension and it stayed in place. There was no patient involvement, injury, or adverse event reported.

Event description:
It was reported that the head section will not stay up. There was no patient involvement, injury, or adverse event reported.